Event description:
It was reported that the device had all three (attention, charge pak, and wrench) icons illuminated. The reported issue could be an indicative of the device failure to power on. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control informed the customer that the device does not have replacement parts or repair services. F/u with customer confirmed that the device was removed from service. The removed device has not been returned to physio-control for eval; therefore, further investigation could not be performed. The cause of the reported problem is unk.